Event description:
During an embolization of the vertebral artery, two (2) radiopaque markers at the end of the microcatheter became dislodged and migrated distally during a subsequent attempt to place a stent to mitigate harm to the patient.